Event description:
Information received indicates the head drive is drifting down when in its highest position.

Manufacturer narrative:
The technician replaced the broken head drive to repair the bed.